Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation and the investigation is ongoing. A supplemental report will be submitted, upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, that the rigid video scope exhibited green stripes in the image. The reported issue was found, during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image is green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.